Event description:
It was reported that during a routine procedure, a previously capped right ventricular (rv) lead was extracted. It was noted during a previous routine procedure, the rv lead had exhibited high impedance measurements. It was noted the rv lead had become mechanically damaged during the procedure, which led to the high impedance measurements. The physician also observed insulation damage in the pocket on the rv lead, therefore, the rv lead was capped and replaced, and consequently explanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted the lead was returned with explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: product analysis cannot be completed due to legal hold. This event involves a legal case or potential litigation.